Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump and assisted in resetting it, after which the malfunction did not recur.